Manufacturer narrative:
A vyaire field service technician went onsite and evaluated the device. Unable to duplicate the problem. Bio med technician andy had run device with existing settings for almost 4 hours with no errors. Solution, ran device with existing settings ( pressure ac 12 bpm. Inspiratory pressure=15, inspiratory time= 1, positive end expiratory pressure=6, flow trigger=1, fraction of inspired oxygen=21). Tidal volume expire slightly high .53 when set to 5. Calibrated expiratory flow and checked other calibrations. Ran ventilator in different modes, changing rate, volume, flow, positive end expiratory pressure and oxygen settings. Simulated manual breath. Performed extended self test/ owner verification process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device while on a patient would not give a manual breath on the avea ventilator. The customer reported there was no patient harm associated with the reported event.